Event description:
It was reported that the patient had expired. Patient's records was received by the clinic via remote transmission, upon review of the session record, one ventricular tachycardia episode and 11 non-sustained rv oversensing episodes were observed, which showed the patient was experiencing an arrhythmia. The arrhythmia was not treated by the device due to a combination of a high vt cutoff rate, as well as intermittent undersensing.